Event description:
Port was implanted (B)(6) 2020. Deconnection between port and catheter at the exit cannula was noticed during preparation of therapy on (B)(6) 2021. Port was removed (B)(6) 2021.

Manufacturer narrative:
Batch history review: we have checked the manufacturing file of the involved batch which complies with our specifications and does not present any discrepancy. No other similar complaint has been reported to us on this batch of access ports released in june 2020. Investigation results: we received for investigation one celsite st205f access port from batch 36961626 with its catheter and connection ring. The catheter is broken into 2 pieces: a 0.4mm long piece of catheter, still connected to the exit cannula. Two damages (cut or cracks) on this piece of catheter are visible. After having removed it from the exit cannula, a tooling damaged is visible under the damaged to the catheter. A 24.5mm long part of the catheter. The catheter has ruptured at the level of the exit cannula, under the connection ring when the access port is well connected. The access port present no defect except the titanium exit cannula which is strongly damaged, scratched. Several pliers marks are visible: they have deformed the material. Dimensional measures: we have measured the returned device in order to check its conformity to our specifications. All these measures are compliant with the specifications. Conclusion: no manufacturing defect has been detected on the returned device. The catheter rupture occurred under the connection ring, the catheter an the exit cannula present damaged around the rupture area. According to the above mentioned information and in view of the location of the catheter rupture, we can hypothesis that the catheter rupture is due to the extension of a catheter damage done during the implantation procedure, probably while mounting the catheter on the exit cannula. Indeed, after the implantation, this part of the catheter, at the level of the exit cannula is protected by the connection ring. This is a rare incident (B)(4). The IFU gives recommendations to avoid catheter damage during implantation. No corrective action is envisaged.